Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a possible right side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d6b, h6.

Event description:
Healthcare provider reported a possible right side "deflation". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Healthcare provider reported a possible right side deflation. The device has been explanted.